Event description:
Pt currently hospitalized since (B)(6) 2018 due to central line infection. One of pt's cadd legacy pump also stopped working as of (B)(6) 2018, the pump will not turn on, changed batteries but still won't turn on, no adverse event experienced during this malfunction. Will send return box to pt to have pt ship back malfunctioning pump and also will send replacement pump. Pt does have 1 back up pump that is working fine. No other information provided. Dose or amount: 1.5 mg, frequency: ud, route: IV. Dates of use: unk to ongoing. Diagnosis or reason for use: pah.